Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had an error code 200.5040 on lvp8100 after he replace logic board. Pcu software was 9.19.1.2 and lvp software was 9.1.17 I advised drew to upgrade his lvp software to 9.17 and remote in to his computer to assist him set up firm ware flash file and flash the lvp8100 software to 9.17.